Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting which does not indicate a lead failure. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an attempt at lead placement, the helix would not extend. Subsequently, the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).